Event description:
It was alleged that the infusion device unintentionally set a temporary basal rate (tbr) of 0%. The customer reported she did not manually set any tbr on the pump. She was notified of the tbr when she received the tbr cancelled warning on the pump.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.